Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced pain in the vaginal area, a yeast infection, discharge and possible erosion of the sling into the bladder. The device was not returned for evaluation.